Manufacturer narrative:
H11: the device was received for evaluation. During functional testing,'upstream occlusion alarm' was not reproduced. Upstream occlusion test was performed and the device passed. A review of the history log revealed "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Ultrasonic sensor requires calibration as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.